Manufacturer narrative:
(B)(4). The pt involved in this event is the same pt associated with medwatch report #2028368-2002-00707. The rptr of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the rptr, the connector type is assumed to be a taper I. Visual examination may determine the connector type associated with this report. Band slippage, vomiting and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, vomiting and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, of if there is abdominal pain, then immediate re-operation to remove the band is indicated."

Event description:
Health professional reported that the pt allegedly presented complaining of "vomiting" and "epigastric pain" associated with the lap-band device. An upper gastrointestinal (gi) was performed and confirmed that the vomiting was secondary to a "prolapsed" band. The device was removed without replacement.